Manufacturer narrative:
The analyzer serial number is (B)(4). The old ferritin reagent lot number is 871060 and the new lot number is 900431. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient sample on a cobas e 801 analytical unit. The customer was performing a quality assurance look back after switching to a new reagent lot and repeated a sample with a previously high result per internal protocol. On (B)(6) 2026, the initial result was 555 ng/ml. The sample was repeated using a new reagent lot and the result was 329 ng/ml. On (B)(6) 2026, the sample was repeated twice on another module using the old reagent lot and the results were 370 ng/ml and 368 ng/ml. The sample was repeated again on the initial module using the new reagent lot and the result was 343 ng/ml. The result of 370 ng/ml was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The field service engineer (fse) adjusted the prewash nozzles, verified the hardware, and performed an instrument check. The investigation did not identify a product problem. The root cause of the event could not be determined.